Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after sheath insertion and establishment of flow reversal, an angiography showed a dissection at the sheath tip. The physician elected to convert the procedure to transfemoral carotid stenting and the patient is stable. The right internal carotid artery (rica) lesion was stented using an 8x40 self-expanding stent and the dissection in the right common carotid artery was covered with a 10x60 self-expanding stent. The patient is neurologically intact and no further issues were noted.